Event description:
Patient reported "breast on left side was slightly lumpy, red and painful; has had very painful lumps in armpits...inflamed sweat glands", breast on left side aches and there is a ¿weird feeling under it¿, "breast on left side has changed shape it is now rounder (swollen); nipple on the left side is now higher...cluster headaches", and "collection of fluid". The device status is unknown. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lymphadenopathy.

Event description:
Patient reported left side was slightly lumpy, red and painful; has had very painful lumps in left armpit over the last 6 months was told that it was inflamed sweat glands, left side aches and there is a ¿weird feeling under it¿; breast on left side has changed shape it is now rounder (swollen); nipple on the left side is now higher; collection of fluid; "left breast has now started to change color and has gone a dark pink/ purple color and sleepless night due to the pain, "there was a lump found in my left armpit at the top of my implant and I have hardening and pain" and "swelling, lumps, swollen lymph nodes plus numerous other symptoms and in extreme pain. Patient later reported rupture. Patient additionally reported ¿in hospital last week with cluster headaches¿ not related to the device. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported capsular contracture baker grade IV.

Event description:
Device has been explanted.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ rupture: no observed. ¿ seroma: unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ lymphoma: unable to observe as it is a medical event that is not related to the device. ¿ inflammation/irritation: unable to observe as it is a medical event that is not related to the device. ¿ lump/nodule: unable to observe as it is a medical event that is not related to the device. ¿ anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device

Event description:
Patient reported: the breast on left side was slightly lumpy, red and painful; has had very painful lumps in both left and right armpits over the last 6 months was told that they were inflamed sweat glands and given antibiotics which she could not remember the name of; breast on left side aches and there is a ¿weird feeling under it¿; breast on left side has changed shape it is now rounder (swollen); nipple on the left side is now higher; in hospital last week with cluster headaches which have only come on in the last 2 years and are getting more regular. When patient had an ultrasound was told it was a collection of fluid and this went after a few weeks. Additionally, patient reported "left breast has now started to change colour and has gone a dark pink/ purple colour and I have had another sleepless night due to the pain. The pain now goes up to my collar bone," "there was a lump found in my left armpit at the top of my implant and I have hardening and pain" and "swelling, lumps, swollen lymph nodes plus numerous other symptoms and I¿m in extreme pain 24/7." Additionally patient reported left side "grade 4 capsular contraction plus a suspected rupture on my left side plus enlarged lymph nodes plus fluid within the breast., showing all classic symptoms for alcl but obviously cannot be tested, and leaning towards a chance of bia alcl which cannot be checked or tested for until they are removed." Devices have been explanted and replaced with non-allergan devices. Healthcare professional reported "baker 4 cc, rupture."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; h.6.

Event description:
Device was replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 26/apr/2023. Additional, changed, and/or corrected data: b5, d3.

Event description:
Patient reported: the breast on left side was slightly lumpy, red and painful; has had very painful lumps in both left and right armpits over the last 6 months was told that they were inflamed sweat glands and given antibiotics which she could not remember the name of; breast on left side aches and there is a ¿weird feeling under it¿; breast on left side has changed shape it is now rounder (swollen); nipple on the left side is now higher; in hospital last week with cluster headaches which have only come on in the last 2 years and are getting more regular. When patient had an ultrasound was told it was a collection of fluid and this went after a few weeks. Additionally, patient reported "left breast has now started to change colour and has gone a dark pink/ purple colour and I have had another sleepless night due to the pain. The pain now goes up to my collar bone," "there was a lump found in my left armpit at the top of my implant and I have hardening and pain" and "swelling, lumps, swollen lymph nodes plus numerous other symptoms and I¿m in extreme pain 24/7." Additionally patient reported left side "grade 4 capsular contraction plus a suspected rupture on my left side plus enlarged lymph nodes plus fluid within the breast., showing all classic symptoms for alcl but obviously cannot be tested, and leaning towards a chance of bia alcl which cannot be checked or tested for until they are removed." Devices have been explanted and replaced with non-allergan devices. Healthcare professional reported "baker 4 cc, rupture."